Event description:
Information received from the field notes that the patient presented for follow-up with "recent near syncopal episodes". Measured data showed varying r waves, capture thresholds, and impedances. The device was also oversensing in the bipolar configuration.